Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed peripheral IV catheter system leakage. Occurred. The following information was provided by the initial reporter: this was inserted into the patient and when the needle was removed, blood began pouring out the back of the catheter (just behind the wings, where the needle pulls out).

Event description:
It was reported that the bd nexiva¿ closed peripheral IV catheter system leakage. Occurred. The following information was provided by the initial reporter: this was inserted into the patient and when the needle was removed, blood began pouring out the back of the catheter (just behind the wings, where the needle pulls out).

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.